Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was slow, unable to login to the es and the patients were not crossing over. The technical support specialist (tss) identified that the server's central processing unit was 99% and memory was 97% usage and the server was not rebooted for 75 days. Tss then rebooted the server and confirmed that the issue was resolved. Tss also advised the user to submit a monthly server reboot request in order to prevent the reoccurrence of the same issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was unresponsive, and users were unable to login to es from pharmacy side of operations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.